Event description:
Customer reported that the cufflator needs calibration. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation: evaluation of the returned product revealed the needle pointer rest below zero. No readings could be taken due to the position of the needle. Additionally the needle does move up when the inflation bulb is squeezed and the unit holds pressure. The release button works as it should. Note: posey instructions for use indicate: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).